Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2016. The pump was interrogated and it was determined that there was not anything wrong with the pump related to the event. The volume level was not checked from the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving dilaudid [21.5 mg /ml] at a dose of 6.39 mg/day via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported on (B)(6) 2016 that the patient heard ¿growling¿ sounds from the pump a couple of times at 2 am that morning. The patient went to the ER as she heard the pump making the ¿odd noise¿ and she felt that she might have been delivered more drug than programmed to ¿relieve.¿ at the ER she requested the representative to interrogate the pump; the pump was interrogated and no alarms had occurred. The interrogation report was provided to the ER physician, the patient, and the patient¿s managing physician. The patient also requested her pump be checked for volume but the ER physician informed the patient that her managing health care professional (hcp) would have to check the volume and she was then released from the emergency room. It was also noted that on (B)(6) 2016 the patient had her daily dose decreased. No symptoms were reported. It was indicated that the issue was resolved. It was planned that the representative was going to speak to the patient and recommend seeing the managing hcp for comparing the expected versus residual volume.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.